Event description:
It was reported that the device had over temp alarm not working. There was unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: one device was received for evaluation. No previous repairs were identified within the last 12 months. Functional testing was performed and verified that the over temp alarm wasn't operating correctly. Visual inspection was performed, and it was also apparent that the printed circuit board (pcb) was damaged and had to be replaced. Once the new pcb was installed the device was able to pass all functional testing.